Event description:
The facility representative reported, "safety clamp - free flow." Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 22, 2007. Evaluation results: the reported condition of "safety clamp - free flow" was not confirmed. The device passed all visual and functional test prior to customer return.